Manufacturer narrative:
Investigation completed 7/03/2017. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2015 ¿ aug. Service history review: service history reviewed and no anomalies that could be associated with the complaint incident were observed. A review of the customer complaints was completed using the following key words ¿catheter failure¿ and ¿readings¿ in the search criteria. The review encompassed dates 02-jun-2016 to 02-jun -2017. There were 28 complaints which contained the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿jul 2016 to jun 2017¿, the global product usage for cam02 monitors was calculated as 19,589 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (28) can therefore be calculated as 0.1% (1 x 10-3) (probable) of procedures. Product was not returned after several documented attempts, therefore, an investigation for cause was unable to be performed.

Event description:
The vtun and it2 were inserted on (B)(6) 2017; there were erroneous readings as of sunday night: readings of 50mmhg down to -10mmhg with catheter failure coming up on the cam02 monitor and alarms. The alarm was turned off as it was "annoying" the patient. On the morning of (B)(6) 2017, the camino was turned back on and it had a good waveform. Additional information received on 31may2017 with the following: the patient (age and gender unknown) had the vtun implanted for icp measurement. It was implanted by the surgeon as part of an ongoing product trial where the surgeon was comparing the integra vtun to their existing use of a codman catheter. It was reported that the vtun was 2mmhg below the codman but this was consistent during use and was not a cause for concern for the surgeon. The camino was turned off on (B)(6) 2017 and it was turned back on (B)(6) 2017. There was no patient injury or harm. The patient was monitored by the codman icp catheter and codman monitor while the camino was turned off. Because the use of the camino vtun was concurrent to the codman, there was effectively the codman catheter that was doing the job of icp measurement already. There was no further information known about the patient outcome. Linked to mfg report number: 9612007-2017-00011.